Event description:
It was reported that the patient with this pacemaker had experienced blackouts. The patient further stated that they had been fitted with an external monitor and had been told that this pacemaker was malfunctioning. Technical services (ts) referred the patient to their physician for further follow up as well as assisted with performing a patient-initiated interrogation (pii). This pacemaker remains in service. No additional adverse patient effects were reported.